Manufacturer narrative:
(B)(4) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a knee revision. Subsequently, the patient has requested material composition of her implants as she is experiencing ongoing pain, swelling, and difficulty walking. The patient has a known nickel allergy. Attempts have been made, and no further information has been provided.